Event description:
It was reported that catheter detachment occurred. The target lesion was located in the non-calcified and non-tortuous biliary vessel with less than 45 degrees bend. A 07f 10 070 placehit biliary wallstent was advanced and successfully deployed for treatment. Upon withdrawal of the stent delivery system, the inner and outer components were separated leaving the inner catheter within the patient. The device was pulled out without using other device and the procedure was completed. There were no patient complications reported and the patient's status was stable.